Event description:
(B)(4). Unable to regulate menstrual cycles, heavy bleeding several times a month, severe abdominal pain, recurrent uti and sinus infections, inability to focus and exhaustion. Most symptoms improved immediately following hysterectomy and fallopian tube removal, worsening svt.